Event description:
It was reported that a patient was seen to have high impedance and accompanying low output current and was scheduled for a revision. On (B)(6) 2026 the patient was brough in for revision, the lead pin was disconnected washed and re-inserted. This resolved the high impedance issue and no replacement was needed. No other relevant information has been received to date.